Event description:
On (B)(6), 2025, a patient underwent a stent placement procedure using a life stent. During the procedure, it was reported that the delivery system broke off and the broken part was retrieved by using snare technique. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using a lifestent. During the procedure, it was reported that the delivery system broke off and the broken part was retrieved by using snare technique. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. An indication for a manufacturing related cause could not be found. In this case a significant angle was used to insert the device into the sheath. Reportedly, the stent was deployed and 'stacked' over itself which was considered being related to the catheter break but neither images nor sample have been provided such that a detailed relationship could not be verified. Stent misplacement may also be related to incorrect holding/ handling during deployment. Based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.